Event description:
The suspect device gave a blood glucose reading between 270 and 320 mg/dl. The pt was appearing to have a stroke. Pt has had nine strokes over the past three years. Paramedics were called and they tested pt's blood glucose on their device and the result was 70mg/dl. Upon arrival pt was unconscious. The paramedics gave pt a shot of glucagon and candy. Pt came to consciousness and their blood glucose level raised to 100mg/dl and the paramedics left. Pt was not transported to the hosp. Pt is currently in the hosp with congestive heart failure.